Event description:
It was reported that the balloon was torn. The 85% stenosed target lesion area was located in the mid left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the catheter shaft identified a severe kink. The kink was located approximately 12mm proximal to the guidewire port. This kink is consistent with excessive force having been applied to the shaft. A visual inspection of the balloon found traces of blood and contrast media present in the balloon. All blades were fully bonded with no damage present. A microscopic examination of the balloon material identified a 1mm longitudinal tear in the balloon material. The tear extended proximal at the proximal edge of one of the blades. An examination of the proximal and distal markerbands identified no issues. No other issues noted.

Event description:
It was reported that the balloon was torn. The 85% stenosed target lesion area was located in the mid left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications reported.